Event description:
Pt dropped lighter while smoking, apparently igniting self and wheelchair, which then burst into flames, killing client. She was apparently sitting on an "egg crate" type pad positioned on seat of wheelchair. Wheelchair was sold to pt by reporting co on 8/31/98. Pt was resident of an adult foster care home.